Event description:
It was reported that a patient presented in-clinic with loss of capture noted on the patient's implantable cardioverter defibrillator. This resulted in a non-sustained right ventricular over-sensing alert. No intervention was reported and the patient was stable throughout.